Event description:
Dealer called stating that the back upholstery on the 6358 mobile shower commode chair is allegedly coming apart at the seams. No injury alleged. The malfunction has not been confirmed.